Event description:
Pt was put on the lp10 monitor due to having a seizure. Lp10 was working when just placed in pt. Device shut off and would not come back on. Batteries were fully charged and still had no luck. Pt had no compromise due to this incident.